Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had poor communication and was unable to charge the ins. It was reported that the patient tried to charge the ins and got an adjust antenna screen. The patient tried to communicate with the ins using the ins recharger (insr) during the call and was unable to. It was noted that the patient last charged at the end of may and last felt stimulation at that time. It was reported that the patient was having gradual leg pain due to the inability to charge the ins and use the therapy. The patient planned to follow up with their healthcare provider (hcp) to have their ins interrogated. No further complications are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider indicated that the ins is not working. They stated that the patient had not used the ins in a couple of years, and is attempting to get in contact with a rep. It was mentioned that the patient needs a new ins but was denied by their workers compensation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the could not turn the stimulator on and the stimulator could not be charged. The healthcare provider stated they informed the manufacturer's representative (rep) today on the phone of the issues with the spinal cord stimulator and was redirected to patient services. Hcp stated the patient reported he supposedly was getting a new scs implanted but was waiting on his hcp. No further complications were reported/anticipated.